Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier malfunctioned. There were no patient consequences. The case was completed using another device of the same product code.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: how did the device "malfunction?" Clips did not form correctly. Did the device fire at all? Yes. Did the device jam? No. Did the clips feed into the jaws? Yes. Were the clips malformed? Yes. Did the device open as intended? Yes. Did the device get stuck on tissue? No. Which firing of the device did this event occur on? Unsure. What vessel or structure was the device fired on at the time of the event? Cystic artery. Was the clip fully advanced into the jaws prior to firing? No. Was there any torquing or twisting of the device present at the time of firing? Yes was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No information if so, when? Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No. What were the indications for surgery? What was found? Unsure. Does the patient have any relevant history of surgical treatments? If so, what? Unsure. Did somebody other than the primary surgeon fire the instrument? No. If so, whom? Did the surgeon try to pull the trigger from the handle? No. Is the surgeon aware that the firing trigger may need assistance in returning all the way forward? Yes. How was the device removed? Pulled through trocar. Was there any tissue damage? No. If so, how was it repaired? N/a.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. When testing the device for functionality it was noted to be empty and locked out as intended. The device was disassembled and no anomalies were noted with the internal components. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.